Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen needle 31g x 5mm tw benelux pk broke off during use. The following information was provided by the initial reporter: today my husband injected himself with insulin, using bd micro-fine pen needle 5 mm. When he twisted the needle off the pen (without cap I think), the needle fell on a plate and broke off.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-09. H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that pen needle 31g x 5mm tw benelux pk broke off during use. The following information was provided by the initial reporter: today my husband injected himself with insulin, using bd micro-fine pen needle 5 mm. When he twisted the needle off the pen (without cap I think), the needle fell on a plate and broke off.